Event description:
A conversation with the hosp contact on 10/9/06, she advised that the product code was a tct75. She did not have a lot number or batch number as the packaging and device were discarded. She advised that 2-3 days post operatively, the pt was brought to the hosp, details of what prompted pt's return were unk. The pt underwent a second operation and the surgeon found the staple line disrupted. There was no further info, nor could she provide a contact for additional info.